Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s experienced high blood glucose level of 472 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated there is issues with the battery cap. The display returned after troubleshooting. The customer performed self test and the insulin pump passed. The customer was advised a replacement for the battery cap would be replaced. The insulin pump will not be returned for analysis.